Manufacturer narrative:
The meter was returned and investigated. Visual inspection was performed and no issues were observed. Meter powered on with button depression and test strip insertion. Port issue and blank screen issue were not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would power on with button press but not with test strip insertion. Customer's husband replaced the battery in the meter and then the meter failed to power on completely. It was further reported the customer was at a store when she "felt (her) blood glucose was dropping". Due to the issues with the adc meter, customer reported she "wasn't able to know (her) exact blood glucose level at that time since the meter is acting up". Customer went to grab a soda from a vending machine and subsequently lost consciousness. Paramedics were called and upon their arrival, customer was "given IV" and transported to a hospital where she remained for 3 days. Customer could not recall what medication was provided in the hospital. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.